Event description:
On (B)(6) 2025: dxdt2212 was placed to come out of the pylorus in the second portion duodenum of the patient with infiltrating stenosis of duodenal bulb due to pancreatic cancer. On (B)(6) 2025: the patient developed fever on(B)(6) and complained of abdominal pain on (B)(6). Free air could not be seen on CT but pus accumulation was found near the duodenum and gallbladder, so a ptgbd was placed and drained. The hole in front of the stenosis in the duodenal bulb (at the stent placement) was found by endoscopy. It is difficult to clip the perforation due to the mesh of the stent, so a duodenal covered stent will be placed in the patient in the future. The physician commented that it was not known if the perforation was caused by the stent because the intestinal tract may have originally been vulnerable. On (B)(6) 2025: dct2012bp was placed in the first stent and there was no leakage of contrast medium from the fistula area. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that 2 days after stent placement, patient developed fever and abdominal pain. Pus accumulation and perforation was found. Ptgbd was placed and drained and stent was placed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Perforation can occur due to other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. In addition, however, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the hole in front of the stenosis in the duodenal bulb was found by endoscopy" and "intestinal tract may have originally been vulnerable", it is assumed perforated occurred due to progression of the patient's disease and patient's condition, peristalsis of organs and other factors complexly. It is assumed this caused pus accumulation, fever and abdominal pain. Then, it is considered another stent was placed. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: perforation, fever, pain". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.